Event description:
It was reported by the rep that very similar to the concerns that we here at (B)(6) had before the recall, but not why the systems were recalled. The system isn¿t draining from the buretrol into the collection bag. Once the stopcock is opened from the buretrol to the collection bag the csf should freely flow into the bag. This is not happening. In fact we are having to try multiple strategies to facilitate drainage but are getting a little frustrated that the system isn¿t draining properly. We shouldn¿t have to be manipulating or accessing the system to get it to drain. It should be free flowing from the buretrol to the collection bag once the stop cock is opened. Also if we actually are able to get the systems to drain it then appears to be causing the fluid entering the buretrol from the patient to drip at a much quicker rate than their normal. Almost as if there is a syphon phenomenon happening. At least one patient safety report has been generated as the drainage problem has lead to inaccurate/unreliable icp readings. Action taken as a result of incident: replace with same product.

Manufacturer narrative:
Upon completion of the investigation it was noted that the eds iii was visually inspected, the collection bag was returned with about 75ml of clear yellowish liquid in it, and 5ml in the burette. The bag and burette were emptied. The eds iii was set up as per IFU. The drip chamber stop cock was turned to the off position. The drip chamber was then filled up to the 20ml mark with purified water. The system stopcock was then closed. The drip chamber stopcock was opened; the purified water flowed, and emptied into the collection bag, up to the 5ml mark then the flow stopped. Review of the history device records was not possible as the lot number was unknown. The root cause of the problem reported by the customer could not be determined. A CAPA (corrective and preventive action) has now been open and is addressing this issue. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.